Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance reading during a routine office visit. The pt's device was programmed off. The pt underwent revision surgery in which the generator and lead were replaced. Good faith attempts to obtain additional info regarding the high lead impedance have been unsuccessful to date. Attempts to obtain the explanted devices are in process.